Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation in his foot. Reprogramming had been attempted but was not successful at recapturing adequate stimulation. Xrays were taken that confirmed the lead had migrated out of the epidural space. Therefore, the patient underwent a revision procedure during which the lead explanted and replaced with a paddle lead. There were no reported patient complications and postoperative programming was successful at capturing the patients pain areas.

Manufacturer narrative:
Device analysis that was performed on the returned lead revealed normal device characteristics during visual and functional testing. A review of the instructions for use (IFU) affirmed that lead migration likely resulting in inadequate stimulation is a known inherent risk with the use of spinal cord stimulation (scs).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation in his foot. Reprogramming had been attempted but was not successful at recapturing adequate stimulation. Xrays were taken that confirmed the lead had migrated out of the epidural space. Therefore, the patient underwent a revision procedure during which the lead explanted and replaced with a paddle lead. There were no reported patient complications and postoperative programming was successful at capturing the patients pain areas.